Event description:
"A black rubber piece broke off of the unit and was retrieved from the pt's abdomen."

Manufacturer narrative:
The incident device has not yet been returned for eval. Upon receiving and evaluating the incident device, a follow-up report will be submitted.